Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the pediatric patient experienced a skin reaction with inflammation and infection of the muscle, at the needle puncture site, which occurred 4 days after the sensor had been inserted in the arm. As the needle puncture site was swollen, the patient was seen by a doctor, and was given a prescription of oral antibiotics, flucloxacillin. At the time of the report, it was stated that the patient had a fever but was doing fine overall. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined.